Event description:
It was reported that the patient had cardiorespiratory arrest during the surgical procedure due to lack of oxygenation. During on-site checking in follow-up to the event, no indications for a technical device malfunction were found. Nevertheless, a use error cannot be fully excluded per actual state of knowledge.

Manufacturer narrative:
Based on the logfile analysis, one entry (m001) in context with the described symptom was found. A ¿m001 o2<10%¿-entry could either been logged due to a nonfunctional o2 sensor or due to the measured fio2 concentration which dropped below 10 vol.%. In case the entry is logged due to a dropped fio2 concentration, the fabius alarms before the concentration underruns 10%. The fabius alarms for insp o2 low !!! (High priority, acoustically and optically) depending on the adjusted alarm limit by the user (lowest alarm limit is 18 vol. %). As per iec 60601-2-13 (anesthetic workstations and their modules-particular requirements), additional monitoring of the concentrations of co2 and anesthetic agent is required when the machine is in use. The concentration is observed and alarmed by the required external monitoring according the adjusted alarm limits. In the course of investigation, it was additionally reported that the o2 sensor was not functional on the date of event, meaning it could have been the cause for the m001-entry. The replaced o2 sensor cell was received for investigation at the manufacturer¿s site and it was found that the o2 sensor capsule was approx. 4 months out of the guaranteed lifetime. When testing the sensor cell in a test device, it worked as specified for approx. 20 minutes until the cell stopped working. In consequence, the fabius alarmed "o2 sensor fail!" As specified and no misleading fio2 values were displayed on the screen. Finally, based on the investigation, it could not be finally determined if a real o2-undersupply led to the found logfile entry or if it was caused by a non-functional sensor. Either way, the device will give according alarms to alert the condition to the user. The fabius is equipped with a mechanical minimum o2 delivery (s-orc) which prevents hypoxic gas mixtures if n2o is selected as carrier gas. Thus, it is not possible to adjust a hypoxic gas mixture causing hypoxia. An incorrect handling (switching) of the acgo-switch was excluded as root cause by the subsidiary as it was reported that the patient was connected to the cosy (breathing system) while that acgo-switch was in the correct cosy-position. According to all provided information, it could be excluded that the reported hypoxia was caused by the involved fabius device.

Manufacturer narrative:
The investigation was started; the results will be provided in a follow-up report.

Event description:
It was reported that the patient had cardiorespiratory arrest during the surgical procedure due to lack of oxygenation. During on-site checking in follow-up to the event, no indications for a technical device malfunction were found. Nevertheless, a use error cannot be fully excluded per actual state of knowledge.